Event description:
This unsolicited case from united states was received on 13-dec-2017 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and later after 1 day had pain and swelling. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (injected on (B)(6) 2017 into the right knee). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: not reported) into the left knee. On (B)(6) 2017, (1 day after receiving synvisc one injection) the patient had pain and swelling. Since an unknown date, device malfunction was identified for the reported lot number. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction.